Event description:
The technician alleged that the brake will not hold when setting the brake at the foot end of the bed. No injury reported.

Manufacturer narrative:
The technician found the brake alarm was sounding constantly and the brake casters were worn. The technician replaced the brake casters and adjusted the brake switch to resolve the issue.